Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-calcified right coronary artery. After implantation of the non-abbott stent, a 4.00 x 12 mm nc trek balloon dilatation catheter (bdc) was selected for post dilatation. The bdc was advanced to the lesion and on the first inflation, the balloon hub disconnected and separated from the catheter shaft. The bdc was successfully removed from the anatomy and a non-abbott bdc was used to successfully complete the post dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. The investigation determined the separation appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.